Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority (max air exceeded) alarm occurred on an amia automated pd cycler set during an unspecified process step for peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that there was an air leak on the amia cassette. Renal therapy services (rts) reviewed proper procedures with the caregiver (cg) and advised to remove all supplies. The patient would complete therapy by manual exchange. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.